Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 where the lead was explanted and replaced in a new location. Effective therapy was restored post operatively.

Event description:
It was reported patient experienced ineffective therapy due to the lead not lying flat against the spinal cord. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.